Event description:
On (B)(6) 2012, the school nurse contacted animas regarding assistance with programming a bolus on the pump as the patient was experiencing a blood glucose (bg) value of 306mg/dl with moderate ketones. The reporter stated that the patient was not given a bolus until after lunch and one hour later the patient's bg had elevated to 306mg/dl. The reporter reviewed the pump history and stated that the patient was given a bolus of 1.5 units of insulin via the pump for lunch; however, the pump indicated that the patient was suppose to be given 1.65 units of insulin for lunch. The reporter requested assistance with delivering an additional bolus of 0.5 units. The school nurse declined troubleshooting the pump as she was just seeking assistance with programming another bolus on the pump in order to give the patient the remaining insulin needed. There were no noted site/set issues and there was no indication of a pump malfunction related to the issue. The pump is not being returned at this time. This complaint is being reported as the patient experienced a hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed that the keypad is torn at the up and down arrow keypad buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The down arrow and ok keypad buttons are intermittently unresponsive. There was evidence of contamination observed under all key contacts. Investigation revealed a keypad leak. Also unrelated to the original complaint, investigation revealed that audible tones were not functional. Testing revealed a cold solder joint, and moisture inside the pump.